Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure the first fiber was contaminated by staff. The first fiber was not used. The fiber was replaced and the second fiber exhibited "aim beam fires straight out of fiber" at 19,716 joules. The fiber was replaced and the procedure was completed with the use of a third fiber at 131,826 joules. Patient outcome: "no injury" reported.